Event description:
It was reported that before the case the hand piece got very hot. No patient was involved.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of ¿won¿t turn off¿ could not be reproduced. Product passed functional testing and 6 hour burn-in in enclosed test tower. Unit did not activate test mdu by itself during functional testing on both ports. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Correction in: health professional? Yes. Reporter occupation: other health care professional. Report source: company representative should not be marked.